Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97745 (serial: (B)(6)); product type: 0201-programmer patient brand name intellis; product ID 97745bp (serial: (B)(6)); product type: 0001-accessory. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient stated they have been having issues with their controller for the last couple weeks. Patient stated the battery was not holding a charge and they will plug the controller in at night and it will be only charged at 60% by the next morning. Patient also stated the controller will shut off while they are trying to use it. Patient confirmed the screen will go white. Agent had patient remove the battery pack from the controller and plug controller into the ac power cord. Patient reported the controller did not power on. Patient did not see any visible damage to the controller contacts or battery pack or ac power supply. The issue was not resolved. An email was sent to the repair department to replace the battery pack and controller.